Manufacturer narrative:
Product development investigation was performed on the following devices: 04.032.090s (11.0mm ti troch fixation nail screw/90mm ¿ sterile) and 456.314 (10mm/125 degree ti cannulated troch fixation nail 170mm-sterile). The investigation has shown that the nail's outside surface has no damages. The locking mechanism was found in a very low position. There are visible signs of striations on the mechanism. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. Based on the damages on the screw and the nail's locking mechanism, we can only assume that the complaint condition was most probably caused by premature activation of the locking mechanism. It is likely that the screw was colliding with the locking mechanism which could have been too low in the nail after being used leading to this complaint condition. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. We are not aware of any quality problems or failures caused by a faulty product on the article. Concomitant part: the involved screw is in a used condition. Furthermore we found that the thread flanks are partially flat and that the shaft shows striations signs. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Based on the complaint conclusion we can finally conclude, that there is no indication that the screw did contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID/initials, gender and weight are unknown. Additional product code: hwc. (B)(4). Due to intra-operative issues, the device was not implanted/explanted. (B)(6). Sterile part 456.314s, lot l153273: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: october 05, 2016. Expiry date: september 01, 2026. Non-sterile part 456.314, lot h188652: manufacturing location: (B)(4). Manufacturing date: september 13, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an procedure, the surgeon could not insert the screw in the nail from the proximal femoral nailing system (tfn). The surgeon had to remove the nail and had to use another one. The surgery was prolonged about thirty to forty-five (30-45) minutes. No impact on the patient. There was no patient harm and the surgery was completed successfully. Concomitant reported part: femoral neck screw (part 04.032.090s lot h110224, quantity 1). This is report 1 of 1 for (B)(4).